Event description:
Customer reported meter results of 509 mg/dl on the device, advantage system 1 and 120 mg/dl within 10 mins on advantage system 2; 286 mg/dl on this device, advantage system 1, and 122 mg/dl within 10 mins on advantage system 2. Customer reported no pt symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch wtih a1 pt for report on advantage system 1.